Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported before use that a cardiosave intra-aortic balloon pump (iabp) was not charging and made a shrill sound. There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9 return to manufacture date, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: h6 medical device problem code. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The fse found that the power management board and motor control board both had been wet and were visibly damaged. Unit would not power up. Replaced both the power management board and motor control board. Performed full calibration, functional, safety and operational check. Product passed all checks and test per manufacturer specifications. The failure analysis and testing dept. Received part with a reported unit failure of the boards damaged by fluid. The fat performed a visual inspection and found the part to have what appears to be saline residue. See attachments. This confirms the reported failure. Retaining the part in the failure analysis and testing department per procedure number. As per CAPA # 273003, to address the lack of liquid spillage protection on the patient interface panel, the patient interface panel will be redesigned, to address the lack of protection for the senior power supply for the worst amount of spill on top of the device in hospital configuration, a gasket will be designed to surround and protect the senior power supply and the protective cover will be redesigned to solidify its use in transport configuration.